Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported a right side exchange from textured to smooth breast implants due to the patient¿s concern with the product and deflation. Device has been explanted.

Event description:
Healthcare professional additionally reported right "plug strap separated".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening device in the anterior side assessed as surgical damage. ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. ¿ other technical: observed delamination total of the plug strap disk shell (cohesive failure). Additional observations: ¿ observed creases on the device. ¿ yellow particles observed in the outer device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare professional reported a right side exchange from textured to smooth breast implants due to the patient¿s concern with the product and deflation. Healthcare professional additionally reported right "plug strap separated". Device has been explanted.